Manufacturer narrative:
Batch review performed on 12 june 2018; lot 166331: (B)(4) items manufactured and released on 13 december 2016. Expiration date: 2021-11-15; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 1 month after the primary. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. Note: the patient was septic.